Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii devices malfunctioned; one seal was observed to be cracked when the delivery device was removed from the loading device and the second seal remained inside of the loading device when the delivery device was removed. A third heartstring iii device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #2242352-2012-01053 for the related report.

Manufacturer narrative:
Investigation results: the heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring and the seal were inside of the loading device; the seal was located under the window of the loading device. The seal had cracked along the first row from the edge. The green slide lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).